Manufacturer narrative:
Follow-up information received on 12-apr-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report refers to a female adult who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had direct pain right after insertion procedure / the pain was continuous and over the years. This chronic pelvic pain is serious due to its medical importance (disability was mentioned but not specified) and listed in the reference safety information for essure. Considering the compatible temporal relationship, the fact that essure may cause pain and that no alternative explanation was provided, a causal relationship with essure use cannot be excluded. This case is regarded as incident since a device removal will be required. Other non-serious events were informed. No further information will be received since consumer declined to provide the contact of physician and declined to provide additional information. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from adult (>=18y & <65y) consumer in united states on 16-feb-2016 who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent sterilization. The consumer did not go for a hsg (hysterosalpingogram) test. The consumer reported she had direct pain right after insertion procedure; the pain was continuous and over the years, the pain has gotten worse. She has since switched doctors, she went to new doctor for other things and the new doctor was now handling essure problem. The new doctor will be performing hysterectomy (to remove essure coils) and consumer will have prolapse surgery at the same time. Insurance company will cover hysterectomy but not other costs. At time of the report, the event was ongoing and the devices continued. Follow up information received on 24-feb-2016 from consumer: she reported she switched her doctor to another gynecologist for general reasons. She declined to provide consent to contact her physician and will not accept correspondence from bayer at this time. Follow-up received on 11-mar-2016: consumer reported via health authority (case# mw5060150) that she was implanted with essure in 2009 by her doctor. She chose this option because her doctor presented it as a less invasive form of permanent contraceptive. Also according to reporter, physician advised her to choose essure because she is rh negative and should not have any more kids. After the surgery, she reported direct dull and sharp pain where the coils were and was told that it was in her head. She began to think she was crazy and states that pain has persisted and other symptoms have now been revealed. Extreme fatigue, painful cramping (before, during and after period), painful ovulation, pain using tampons during period, spotting and bleeding after sex (both before and after cycle), skin disorders, psoriasis, eczema, degenerative disk disease, hip pain and popping, headaches, blurred vision, dry eyes, dry skin, vaginal discharge, and vitamin d deficiency. As concomitant medication (otc meds) consumer reported vitamin d supplement and omega 3 supplement. In addition, the seriousness criteria disability/permanent damage was reported. However, it was not specified for which event. Company causality comment: this non-medically confirmed spontaneous case report refers to a female adult who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had direct pain right after insertion procedure / the pain was continuous and over the years. This chronic pelvic pain is serious due to its medical importance (disability was mentioned but not specified) and listed in the reference safety information for essure. Considering the compatible temporal relationship, the fact that essure may cause pain and that no alternative explanation was provided, a causal relationship with essure use cannot be excluded. This case is regarded as incident since a device removal will be required. Other non-serious events were informed. No further information will be received since consumer declined to provide the contact of physician and declined to provide additional information. A product technical complaint analysis is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060150) on 16-feb-2016. The most recent information was received on 13-nov-2019. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('direct pain right after procedure / pain was continuous over the years, pain has gotten worse / dull and sharp pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced investigation noncompliance ("patient did not go for a hsg test"), fatigue ("extreme fatigue"), dysmenorrhoea ("painful cramping during period / pain using tampons during period / pain during period"), abdominal pain ("painful cramping before and after period"), ovulation pain ("painful ovulation"), coital bleeding ("spotting and bleeding after sex (both before and after cycle)"), skin disorder ("skin disorders"), psoriasis ("psoriasis"), eczema ("eczema"), intervertebral disc degeneration ("degenerative disk disease"), arthralgia ("hip pain and popping"), headache ("headaches"), vision blurred ("blurred vision"), dry eye ("dry eyes"), dry skin ("dry skin"), vaginal discharge ("vaginal discharge"), vitamin d deficiency ("vitamin d deficiency") and flatulence ("gas"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the investigation noncompliance, fatigue, dysmenorrhoea, abdominal pain, ovulation pain, coital bleeding, skin disorder, psoriasis, eczema, intervertebral disc degeneration, arthralgia, headache, vision blurred, dry eye, dry skin, vaginal discharge, vitamin d deficiency and flatulence outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal pain, arthralgia, coital bleeding, dry eye, dry skin, dysmenorrhoea, eczema, fatigue, flatulence, headache, intervertebral disc degeneration, ovulation pain, pelvic pain, psoriasis, skin disorder, vaginal discharge, vision blurred and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: gas. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. New event was added: gas. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060150) on 16-feb-2016. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('direct pain right after procedure / pain was continuous over the years, pain has gotten worse / dull and sharp pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced investigation noncompliance ("patient did not go for a hsg test"), fatigue ("extreme fatigue"), dysmenorrhoea ("painful cramping during period / pain using tampons during period / pain during period"), abdominal pain ("painful cramping before and after period"), ovulation pain ("painful ovulation"), coital bleeding ("spotting and bleeding after sex (both before and after cycle)"), skin disorder ("skin disorders"), psoriasis ("psoriasis"), eczema ("eczema"), intervertebral disc degeneration ("degenerative disk disease"), arthralgia ("hip pain and popping"), headache ("headaches"), vision blurred ("blurred vision"), dry eye ("dry eyes"), dry skin ("dry skin"), vaginal discharge ("vaginal discharge"), vitamin d deficiency ("vitamin d deficiency"), flatulence ("gas") and abdominal distension ("bloated"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the investigation noncompliance, fatigue, dysmenorrhoea, abdominal pain, ovulation pain, coital bleeding, skin disorder, psoriasis, eczema, intervertebral disc degeneration, arthralgia, headache, vision blurred, dry eye, dry skin, vaginal discharge, vitamin d deficiency, flatulence and abdominal distension outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, coital bleeding, dry eye, dry skin, dysmenorrhoea, eczema, fatigue, flatulence, headache, intervertebral disc degeneration, ovulation pain, pelvic pain, psoriasis, skin disorder, vaginal discharge, vision blurred and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: abdominal distension . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- bloating, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('direct pain right after procedure / pain was continuous over the years, pain has gotten worse / dull and sharp pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced investigation noncompliance ("patient did not go for a hsg test"), fatigue ("extreme fatigue"), dysmenorrhoea ("painful cramping during period / pain using tampons during period / pain during period"), abdominal pain ("painful cramping before and after period"), ovulation pain ("painful ovulation"), coital bleeding ("spotting and bleeding after sex (both before and after cycle)"), skin disorder ("skin disorders"), psoriasis ("psoriasis"), eczema ("eczema"), intervertebral disc degeneration ("degenerative disk disease"), arthralgia ("hip pain and popping"), headache ("headaches"), vision blurred ("blurred vision"), dry eye ("dry eyes"), dry skin ("dry skin"), vaginal discharge ("vaginal discharge"), vitamin d deficiency ("vitamin d deficiency"), flatulence ("gas") and abdominal distension ("bloated"). The patient was treated with surgery (she had essure removed.). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the investigation noncompliance, fatigue, dysmenorrhoea, abdominal pain, ovulation pain, coital bleeding, skin disorder, psoriasis, eczema, intervertebral disc degeneration, arthralgia, headache, vision blurred, dry eye, dry skin, vaginal discharge, vitamin d deficiency, flatulence and abdominal distension outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, coital bleeding, dry eye, dry skin, dysmenorrhoea, eczema, fatigue, flatulence, headache, intervertebral disc degeneration, ovulation pain, pelvic pain, psoriasis, skin disorder, vaginal discharge, vision blurred and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc on 23-mar-2020: social media report received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs